Event description:
Nurse reported a system 1000 hemodialysis device shut down during a pt treatment without any alarm. The device could not be re-started. The blood circuit was returned to the pt and the treatment was continued on another device. There was no pt injury or medical intervention associated with this incident.